Event description:
It was reported that multidex gel was applied to incision on sacral area from a cyst being removed and product ripped butt checks causing bleeding.

Manufacturer narrative:
Describe event or problem: it was reported that multidex gel was applied to incision on sacral area from a cyst being removed and product ripped butt cheeks causing bleeding. Deroyal: within the application section of the instructions for use it states to cover with a non-adherent dressing after applying the multidex. This event was determined to be an application error. The customer obtained the product from an outside source and it is unk to deroyal if the IFU was supplied to the time of purchase. As a corrective action it was confirmed that an IFU was provided with the replacement product.